Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient developed a staph infection at the chest wound site. The medical professionals do not know the cause of the infection. The patient was not picking at the wound site. The generator was explanted and the lead was left in. The patient was given a PICC line. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Event description:
The patient had a new generator implanted, and then a few months later the generator and lead were explanted as they thought the bacteria may have been present in the lead. It was noted that the infection at the lead site was a continuation of the previous infection at the generator site. It was noticed a couple of weeks after the first generator was explanted. The medical professionals are not sure what the cause of the infection was. It was noted that the generator site was also found to be infected during the second explant. Device history records were reviewed for the new generator. The generator passed all specifications prior to distribution and was hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.